Manufacturer narrative:
(B)(4). The lot number reported by the customer is invalid.

Event description:
It was reported that the abutment screw (unisg) fractured inside of the implant. The fractured piece was able to be removed from the implant. Tooth location 29.

Manufacturer narrative:
One gold-tite® square uniscrew was returned for inspection. The screw was fractured at the middle of the threaded region. The drive feature is worn from use. No device lot number was provided so a device history record review and a complaint history review could not be performed. No issues were identified during investigation that could have caused or contributed to the reported event. The reported event could not recreated due to the already damaged states of the device and the nature of the alleged event. The complaint is related to the functional performance of the devices. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.